Manufacturer narrative:
(B)(4). The handpiece was received with nose cone slightly separate from the mid housing. In addition, the mount was noted to be loose. No functional testing could be performed due to due to the separation of the nose cone and the mid housing and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the hand activation internal wire got disconnected. No conclusion can be made as to why the nose cone got separated. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the hand switch buttons didn&#38176;work. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.